Event description:
Physician used a 6 french sheath with the visi-pro. There was some resistance in getting the device into the sheath. It didn't advance far in the sheath before it was completely blocked and would not pass further. The stent and delivery system never made it to or through the end of the sheath. The physician was able to remove the visi-pro intact from the sheath and set it aside. A competitor product same size (8 x 37) was opened and successfully inserted and deployed through the same 6 french sheath. No pt injury reported. Was not used in the pt.